Manufacturer narrative:
A site visit has been performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(6). This report was mailed to FDA on: 06/20/2014. (B)(4).

Event description:
A surgeon reported that the laser sometimes does not emit. An alternate laser was used to complete the case. There was no harm to the patient.